Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "acyclovir 650mh/100ml hung as secondary line to be infused over 60 mins. Entire bag empty after 19 mins." There was no information on patient impact.

Event description:
A report was received from health canada's canada vigilance program which states, "acyclovir 650mh/100ml hung as secondary line to be infused over 60 mins. Entire bag empty after 19 mins." There was no information on patient impact.